Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) from a european spine tango registry between october 25, 2019 and december 19, 2023 with a total of 962 patients (390 males, 594 females, mean age 63.8 years) who were operated with moss miami si implants. The following complications have been identified intraoperative complications: 67 patients had dural lesion. 5 patients had fracture of the vertebral structures. 1 patient had nerve root damage. 5 patients had other intraoperative complications. Postoperative (before discharge) complications: 1 patient had motor dysfunction. 2 patients had other hematoma. 1 patient had radiculopathy. 2 patients had sensory dysfunction. Surgery follow-up complications: early (less than 28 days) surgery follow-up complications. 1 cardiovascular complication sub-acute (2-6 months) surgery follow-up complications. 1 sensory dysfunction. Reasons for reoperations during follow-up which ranges from early (less than 28 days), sub-acute (2-6 months), and late (more than 6 months) surgery follow-up complications. 9 patients had reoperation due to neurocompression. 9 patients had reoperation due to instability. 9 patients had reoperation due to adjacent segment pathology. 5 patients had reoperation due to non-union. 3 patients had reoperation due to implant malposition. 3 patients had reoperation due to failure to reach therapeutic goals. 1 patient had reoperation due to spinal imbalance. 5 patients had reoperation due to implant failure. 1 patient had reoperation due to postoperative deep infection. 1 patient had reoperation due to hardware removal. 1 patient had reoperation due to cerebrospinal fluid leak. 7 patients had reoperation due to other causes. 9 patients had reoperation due to unknown causes. This is for unknown depuy spine moss miami si rods. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 - 510k: this report is for an unknown rods: moss-miami/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.